Event description:
Invalid result (s). Customer had 2 tests where the results were invalid. There was an unusual line/shadow on the c and the t with a pink background. There was blood present. She did include a picture of one of the tests.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov1120174 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results from retention samples from (B)(6)met the qc criteria. The complaint issue was not found from the retained cassettes. The complaint is not verified in this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative

Event description:
Invalid result (s).customer had 2 tests where the results were invalid. There was an unusual line/shadow on the c and the t with a pink background. There was blood present. She did include a picture of one of the tests.